Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the text was dim or faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored display with auditory and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, damages were found on the bolus button but the button responded properly. The battery compartment was found to have cracked along the side from the threads area downward. Corrosion was evident inside the battery compartment. A leak test showed a leak where the crack was located. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump.